Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5554, implantable pacing lead, (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient presented to the emergency department in complete heart block, with high threshold, high impedance, no capture, and no pacing at maximum output. When the pocket was opened there appeared to be residual material on the outside of the device, and the physician wondered if this was potentially lead insulation material. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.